Manufacturer narrative:
No conclusion code available. The result of the analysis confirmed the reported event of inspection of the ac power adapter revealed burn marks on the main pcb consistent with damage due to the high current flow through the ac wall power outlet.

Event description:
This report is to advise of an event observed during analysis. Burn marks to the main pcb were revealed during analysis. The initial report indicated the merlin@home transmitter would not start up.